Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the transmitter (67fm0) that was used with the device was also returned for evaluation on (B)(4) 2015. A follow-up report will be submitted once the evaluation is completed.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a permanent out of range signal. Patient was advised to reset the device which was unsuccessful for the reported issue. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint receiver device was not returned to dexcom. The transmitter device (part number stt-gl-003/ serial number 67fm0/lot number 5194131), being used with the complaint receiver device, was returned on 04/27/2015. The returned complaint transmitter was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The reported event of a permanent out of range signal could not be confirmed.